Event description:
Revision due to luxation of the rt-plus components left knee with exchange of the femoral component and the tibial insert. The rt-plus knee system was initially implanted in (B)(6) 2003. This issue was described in documents that we have received to case (B)(4) right knee. (Your ref. 9613369-2016-00097).